Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device was returned, and visual inspection was performed. The reported material separation-foot was confirmed. The reported to device entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy during the foot closure due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic right and left heart catheterization procedure. Reportedly, resistance was felt when closing the lever to close the foot. Surgery was performed to remove the device and at that point a missing foot was noted. The sheath size was upsized to 11f. The foreign body was successfully removed from the anatomy via surgery. The vessel was incised and tissue damage was reported. Both were treated via surgical suturing. Hemostasis was ultimately achieved via surgical suturing. There was no adverse patient sequela; however, clinically significant delay in the procedure or therapy was reported. No additional information was provided.